Manufacturer narrative:
A review of the manufacturing records for device lot did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was part of (B)(6). After a carotid stenting procedure, a tia was reported post procedure. Aphasia, right hemineglect, left hemiparesis/hemiplegia were noted. The physician ordered an MRI and CT scan assessment done. The patient recovered without sequelae. Per the site, it is related to the spiderfx device.